Manufacturer narrative:
The investigation into the high purge pressure issue has been completed since the original report was submitted. No product was returned for evaluation. The data logs were reviewed and a gradual rise in purge pressure was observed over a period of 16 hours. No motor current spikes or speed deviations were observed. Clinical details noted that the patient was receiving lots of blood products while on support due to a gastrointestinal bleed unrelated to the pump and no anticoagulation was used on the patient. The root cause of the high purge pressure is most likely due to gradual buildup of biomaterial as a result of no anticoagulation management while on support. Instructions for use for the related event are as follows: impella 5.5 with smartassist section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿ b.7 revised as this information was inadvertently omitted from the previously submitted report. D.4 revised model number from the initial submission in accordance with updated procedures. H.6 medical device problem codes was revised from the initial submission in accordance with updated procedures. H.10 additional manufacturer narrative instructions for use were revised from the initial submission in accordance with updated procedures.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Event description:
The user facility reported a 37-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The user facility reported high purge pressure alarm while an impella 5.5 was in use with a patient. There was no patient harm reported.